Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a tampon was falling apart prior to use. The pledget was loose and falling apart by the applicator petals. She did not use this tampon.